Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that an unspecified number of bd luer-lok¿ control syringes without safety were broken. The following information was provided by the initial reporter: "broke they also have broken syringes within the pack."

Manufacturer narrative:
Initial reporter name and address: (B)(6), USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd luer-lok¿ control syringes without safety were broken. The following information was provided by the initial reporter: "broke they also have broken syringes within the pack."